Event description:
It was reported that the insulin pump alarmed no delivery. Customer stated that blood glucose was 444 mg/dl after the incident. Customer will get the syringes for back up plan. Customer will call back the help line once she has the insulin pump on her possession. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.